Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted. The reason for removal was not indicated to have been due to normal battery depletion. It remains unclear what the reason for removal was. The full system was removed the same time. There was no patient injury and the patient recovered without sequela. Follow-up has been initiated to determine the cause of the explant. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 97791, serial# unknown, explanted: (B)(6) 2014, product type: accessory; product ID 97791, serial# unknown, explanted: (B)(6) 2014, product type: accessory; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the lead (serial # (B)(4)) found that the stimulator lead body had a broken conductor within 10 centimeters of the connector area.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's battery was removed to perform adequate decompression procedure on l1 and l2. The patient had not been using their device because they were not getting enough relief, although they never mentioned/alleged any device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.